Event description:
A report was received that the patient had swelling at the ipg site which affected the coupling of the charger and the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.